Event description:
Potential for injury associated with a broken weld for the front rigging support on a solara2g manual wheelchair. This event could prevent user from having adequate foot support to prevent user from sliding out of thee chair or sustaining other injury.